Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
The intra-aortic balloon (iab) was inserted successfully, after two hours later the alarm "leak in iab circuit" was generated. Blood was found in the tubing. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and five leaks were detected at similar locations on the membrane approximately 24.1cm and (4) 24.6cm from the rear seal measuring 0.051cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. The penetrations found appear to have been caused by a sharp object. It is difficult to determine how or when the penetrations occurred. However leaks found at the similar locations of the membrane is an indication that the membrane was folded. This typically occurs during the insertion process. The evaluation confirmed the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
The intra-aortic balloon (iab) was inserted successfully, after two hours later the alarm "leak in iab circuit" was generated. Blood was found in the tubing. The iab was replaced to continue therapy. There was no reported injury to the patient.